Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple high voltage therapies. During the therapies, over current detection (ocd) on the right ventricular lead resulted in withholding one high voltage shock and then successfully delivered a shock with superior vena cava coil removed for the vector. Review of the session records noted low, out of range high voltage impedance. No interventions were performed afterwards. The patient's condition was unknown.